Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up # 2 date of submission 06/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following results:the pump failed a leak test due to a display lens leak. Evidence of moisture was found on the display. Unrelated to the complaint, evaluation revealed a cracked battery compartment.